Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2008. The patient experienced pain, infections, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparoscopy, right salpingo oophorectomy and cystoscopy; due to stress urinary incontinence and pelvic pain.

Manufacturer narrative:
It was reported that patient underwent transurethral resection of median bladder tumor and additional fulguration of right bladder neoplasm on (B)(6) 2009 by dr. (B)(6) due to recurrent urinary tract incontinence, bladder wall thickening and vesical outlet obstruction.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency. It was reported that patient underwent mesh revision on (B)(6) 2009 by dr. (B)(6) due to bladder mass.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to pelvic pain and urinary tract infections, patient underwent device revision/removal on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.